Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, moderately tortuous superficial femoral artery that is 90% stenosed. After the 0.035 guidewire was used during a case, the 5.0x100mm armada 35 balloon dilatation catheter was advanced over the same guidewire; however, the balloon completely failed to inflate. Another indeflator was used, but the balloon was still unable to inflate and maintain pressure. The balloon was subsequently removed and replaced with a new 5.0x100mm armada bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.